Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the prograsp forceps instrument came off. The surgeon decided to remove the instrument with the cannula and replaced it. However, it was difficult to remove the cannula from the prograsp forceps instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the prograsp forceps instrument was inspected prior to use with no issue. It was unknown if the instrument collided with another instrument or tool. It was unknown if the fragment fall inside the patient¿s anatomy. It was difficult to remove the instrument from the cannula when it was inside the patient body. The surgeon dislocated the damaged tip and removed the instrument from the cannula. There was no port incision enlargement. There was no patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken, and it was difficult to remove it from the cannula, an investigation was completed to determine the cause of this reported event. The customer reported issue was resolved by using a backup instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the provided images were performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). It looks like the instrument¿s proximal clevis has been dislodged from its normal position on the main tube. This complaint is reportable malfunction event due to the following conclusion: it was reported that the prograsp forceps instrument was damaged. It was unknown if a fragment fell inside the patient during a da vinci assisted procedure. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.